Event description:
It was reported that an ilet pump was dropped, resulting in a cracked and delaminated screen and loss of usability, consistent with a device enclosure and display assembly damage event. Symptoms included no injury and inability to use the device. Outcomes included interruption of therapy with transition to backup therapy. Investigation included collection of use details and arrangement for device return. Investigation of this case revealed external mechanical impact damage leading to screen delamination and device malfunction consistent with physical damage to the housing/display components. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage from accidental drop.